Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that two days post implant, the right ventricular (rv) lead exhibited diminished r waves and was not able to sense at the least sensitive setting. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.